Event description:
It was reported that the following event occurred during a posterior cervical/thoracic fusion surgery using the synapse and matrix spine systems. The synapse instrumentation was implanted first and the surgeon was inserting the matrix spine screws when the threads on the holding sleeve began to unravel. This made the holding sleeve unusable, so the surgeon began to use the second holding sleeve in the set. Almost immediately, the surgeon had the same issue with the second sleeve, making both holding sleeves unusable. The surgeon was able to complete the case without incident by using a back-up holding sleeve. The surgery was extended by approximately 15 minutes to allow for sterilization of the instrument. No reported harm to the patient. This is report 1 of 2 for complaint # (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history record shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.